Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following the implantation of the shunt it was mentioned that he requires additional surgery to trim and another procedure for partial corneal transplant. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating patient had foreign body sensation. Additionally patient had watery and itchy eye. The patient was prescribed with drops for foreign body sensation, watery and itchy eyes. Additional information was received stating patient has been mostly steady and was doing well without correction for distance, near va is also ok, only uses readers sometimes. Patient states or complaints about itching or water eyes and was on medication. The patient was put on an extra medication to bring the intraocular pressure (iop) down. Patient came down for a follow up visit and states good compliance with eye drops. There would be a need for surgical options if iop does not respond to drops. The patient had to undergo trabeculoplasty and the procedure was tolerated well with no complications. Post surgery the iop wa recorded and patient was discharged in excellent condition. The patient came for post-op trabeculoplasty visit a year later and was diagnosed with posterior vitreous detachment. The patient also complaints of redness and drooping of the eyelid. The patient denies any changes in the vision. Patient returned the following month and was diagnosed with corneal edema not extruding too far into anterior chamber and the surgeon thinks it was related to the product. It was further mentioned that the vision was stable and eyes feel better. A month later the patient still had corneal edema. Also states that the occ have matting/crusting and is sore. On the next visit it was further noted that the corneal edema was more prominent inferonasal. It was further discussed that the cornea might fail with or without removal or trimming of the shunt. Might require additional surgery to trim and another procedure for partial corneal transplant.

Manufacturer narrative:
Corrected information provided in h.6. Event code for irritation added additional information provided in d.4., h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).